Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes have too much negative vacuum causing high volume of blood to enter the tube or overfilling. There at 1000 occurrences of over fill.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes have too much negative vacuum causing high volume of blood to enter the tube or overfilling. There at 1000 occurrences of over fill.

Manufacturer narrative:
H.6. Investigation summary: a single customer reported draw volume issues (overfill) while using the bd vacutainer® plus sodium citrate blood collection tube (reference catalog number 363083, lot number 8249921). Tube draw volume (overfill) issues can be attributed to product performance or pre-analytical (sample collection techniques) factors. From a product performance perspective, bd pas does not believe this to be a product performance issue as the internal testing (draw volume) on customer-returned samples and retention samples from the incident lot demonstrated that all tubes met the established specification limits and there were no product-related issues identified to tube overfilling. Also, the complaint investigation included: a device history review (DHR) which did not identify any issues that could have contributed to the customer¿s reported failure mode. From a pre-analytical perspective, the phlebotomist ultimately controls the total amount of specimen collected from a patient and must follow best phlebotomy and blood collection practices in accordance with the product¿s instructions for use (IFU). While a definitive root cause could not be established, bd pas believes the draw volume (overfill) issue is most likely related to a pre-analytical error during specimen collection. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.